Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system was getting a consistent c-34 error message. Prior to calling for support the staff had power cycled the generator and power cycled the system with no change. The staff powered off the generator and moved the power cord to its own outlet and ensured there were no other generators connected to power nearby with no change. The staff changed the monopolar energy cord and verified the grounding pad was green. The reporter was unable to locate the energy activation cable. The surgeon elected to convert the procedure to laparoscopic surgery as they did not have energy. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that the conversion did not lead to additional ports or increasing the port size. Confirmed that the patient tolerated the conversion to laparoscopic well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported issue. Fse replaced the erbe generator due to the repeating c-34 errors. The system was tested and verified as ready for use. The integrated electro surgical unit generator was returned for failure analysis and the reported failure (repeated c-34 error) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the manufacturer for repair. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic after the start of the procedure due to repeating c-34 error codes. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.